Event description:
It was reported that the core micro drill overheated during testing at the user facility. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was observed in the motor, rotor, driver, driver pin, press plug, spacer, and pre load. The presence of widespread corrosion is likely to cause or contribute to the handpiece overheating.